Manufacturer narrative:
Testing of retain vials to confirm reactivity of the e antigens was performed. All results were satisfactory. The pt's sample was returned to mts for further eval. The customer's complaint was confirmed.